Event description:
It was reported by service report that the brake bar was bent, resulting in the brakes being constantly engaged. It is unk if there was pt involvement or if there are adverse consequences to report.